Manufacturer narrative:
Suspect device was received on february 09, 2021: device evaluation completed on february 16, 2021. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant was found to have a tear on the posterior view, measuring approximately 1.2 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rent can be determined at this time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, impaired healing, breast mass (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation revision with a mentor siltex round moderate profile 375cc saline prosthesis experienced right sided deflation, and breast mass post procedure. A physical examination was performed by a physician and deflation was diagnosed. The report indicated that on (B)(6) 1991 patient had some drainage out of the lateral aspect of the wound, and she does have what appears to have been a deep suture extrude. The area was treated. On (B)(6) 1991 patient is having a small suture abscess inferiorly on the right breast. The lesion appears to be adequately drained and should heal without problems. On (B)(6) 1998 patient has a mass beneath her right nipple which will be biopsied. The pathology result showed the mass was benign. The patient underwent bilateral replacements as follow: r) cat#:3502375 / sn#: (B)(4), and l) cat#:3502375 / sn#: (B)(4) on (B)(6) 2021.